Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered fecal incontinence, pelvic pain, lower back pain, difficulty sitting, must sit with her legs elevated, vaginal bleeding, urinary incontinence, and emotional distress. No further information has been provided.